Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device is alarming low water alarm and leaking water on the inside. There was no patient involvement. The reported product fault occurred during setup in the room before surgery. No patient harm or injury. The outcome of the event was resolved, they received a new unit to replace it.

Manufacturer narrative:
D9. Device available for evaluation: yes. D9. Date returned to mfg: h3. & h6. Investigation codes: updated. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Device received with front cover faded and scratched, line cord discolored and worn, water tank cover cracked on bottom corners, water tank contaminated, outdated pcb and power switch, pole clamp discolored, quick connect corroded, and enclosure cracked under quick connect. Started with a visual inspection, filled the tank with water, attached temp check disposable, plugged line cord into outlet and turned device on. The device alarming for low water was not replicated, but the device did leak on the inside. The root cause was the pump elbow was worn. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.